Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they turned their implantable neurostimulator (ins) off to have a myelogram and now they could not turn it back on. The patient programmer showed ins low battery warning. It was reviewed with the patient that they needed to charge the ins before they could turn stimulation back on. It was confirmed that the patient was charging and 1st quartile was flashing. No patient symptoms were reported. The indication for implant was spinal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.